Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 43 mg/dl at the time of the incident. The customer was at 183 mg/dl at the time of the call. The customer used food and glucose tablets to treat. The customer was wearing the insulin pump during the incident. The customer was not using pump auto mode at the time of the incident. The customer started getting the lows after they had been at the hospital. The customer believes the pump is over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.